Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, brown and red particles, stress marks. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on radius side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is two sharp edge openings with non-penetrating nicks due to surgical impact and non-penetrating nicks. (Stress marks).

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.